Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400mg/dl. The customer stated during troubleshooting for blood glucose of 358mg/dl that they also experienced 400mg/dl. Customer stated that they ate late that night and too many carbs. Customer treated with bolus. The insulin pump will not be returned for analysis.